Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number for this part number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
They noted this one however seems that its happened a few times periodically. When the surgeon clamps down part stays on the vessel other stays on the applier. Appliers in inventory are 533150 and 533151. Nothing fell inside the patient. The clip sticks and then the vessel gets torn. The surgeon needs to put more clips.